Event description:
It was reported that the customer woke up with elevated blood glucose levels (400 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer uses apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.